Manufacturer narrative:
Conclusion and justification status: right total hip replacement. The trial head is scratched and plastic debris is falling from the ball. The plastic was retrieved from patient. Photo available. No delay. No adverse event to patient. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. The photograph showed a large burr on the trial head consistent with the head being cut with a sharp knife such as a scalpel. The photograph also showed a slither of blue material which is thought to be the piece that was retrieved from the patient. A search of our worldwide complaints database identified no previous complaints of this type of complaint for this product code. The products are visually inspected prior to distribution and it is highly unlikely that the product would have been distributed in this condition. It is more likely that the head has been damaged during surgery but this has not been confirmed. The complaint shall be closed with an undetermined conclusion. No further actions are identified. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). See report for product information received. Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial head is scratched and plastic debris is falling from the ball. The plastic was retrieved from patient.